Event description:
Customer states the nitinol wire was coiled up in package and difficult to work with at a steep angle. This may have contributed to cutting through the cuff with a gilly saw effect. Second lasso (ar-4065-45r was also found with wire coiled in package. Surgery was delayed 45 minutes. Sales rep contacted surgeon regarding event and the pt condition. Surgeon indicated that the pt's cuff was cut slightly more than expected but there were no major complications. The pt was reported to be in good condition. This device is used for treatment.